Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer were verified and it was possible to observe barrel damaged in 10 samples, which caused the leakage during the syringe usage. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria. The batch involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that an unspecified number of syr plastipak 3ml 25x7 veterinary nbs experienced a failure to contain medication during use. The following information was provided by the initial reporter: the syringes are kneaded and cracked. Information received by email: the drug used was vacines, antiinflamatories and antibiotic for dogs and cats. About 30/40 syringe was defectives.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syr plastipak 3ml 25x7 veterinary nbs experienced a failure to contain medication during use. The following information was provided by the initial reporter: the syringes are kneaded and cracked. Information received by email: the drug used was vacines, antiinflammatories and antibiotic for dogs and cats. About 30/40 syringe was defectives.